Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/12/2013).

Event description:
Consumer complaint of about low blood results. All results obtained from memory show "lo" (<20 mg/dl). Caller states she normally ranges from 90-110 mg/dl. No adverse event reported.